Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 23-jun-2025. Visual inspection, and force test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance features were tested and no errors were observed; temperature reading was displayed on generator. However, a sensor error (106) was displayed. Due to this condition the handle of the device was dissected as well as the tip area. The printed circuit board (pcb) was measured, and no open circuit was found, all measurements were according to specifications. The peek housing was removed, and it was observed that pu application was correct. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax identified during the investigation could be related to the temperature issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the hole on the pebax's could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The error 106 experienced during analysis can be considered as unrelated, and the potential cause of the pcb issue could be related to an internal component failure. The instructions for use (IFU) contain the following information: if the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In addition, related to the damage on the pebax's surface, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿no temperature¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the biosense webster inc. Analysis finding of the ¿pcb issue¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, there is no temperature displayed on the carto or generator. "Temperature invalid" was displayed. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-jun-2025 observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 30-jun-2025 and have assessed this returned condition as reportable.